Manufacturer narrative:
Visual examination identified the top ~2mm of the implant has been broken off. Microscopic examination of the fracture surface reveals a brittle fracture with no indication of fatigue, and the origin of the fracture at root of the thread, with rays emanating outward. No evidence of thread damage is consistent with torsional overload as the mechanism of failure. The location and direction of the fracture, and morphology suggests a torsional overload as the mechanism of failure.

Event description:
It was reported that a patient underwent an unspecified spinal surgery. During the surgery, the implant broke during implantation where the inserter was threaded on to it. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.